Event description:
Information received from (B)(4) indicates the following: mechanical failure, pain. All components removed. Right knee.

Manufacturer narrative:
The following devices were also listed in this report: mrh tibial b/plt keel sml 1; cat# 64813110; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
No new infomation.